Manufacturer narrative:
The customer was informed that the erroneous pt ID displayed on the instrument was likely due to the "pt list" button being selected on the instrument. The customer was informed that an urgent field safety notice was sent out to alert customers of this issue. The customer was advised to turned off the "pt list" button and they have considered doing this. They also indicated that they had a copy of the urgent field safety notice. Instrument is performing as intended.

Event description:
Customer reported that instrument displayed an erroneous pt ID on two separate instances. Customer indicated the pt samples were run at 5:25 and 8:01 on (B)(6) 2013. Customer also indicated that pt sample ID was scanned into the instrument but the pt demographics were entered manually. There was no report of injury for this event.